Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection and stent damage occurred. The 70% stenosed target lesion was located in the proximal right coronary artery (rca). Ivus confirmed the lesion was non-calcified with relatively soft plaque deposited. After the lesion was predilated with a 3.5x15mm apex balloon, the 4.0x28mm promus element stent delivery system (sds) was advanced to the lesion and the stent was successfully deployed. However, after the stent was implanted, angiography revealed a minor edge dissection in the distal end of the stent. The guide catheter was deep-seated into the rca and a 5.0x6mm and 5.0 x 15mm non-compliant quantum apex balloon catheter was advanced to post dilate the stent and manage the dissection. Upon removal of the balloon catheter, it was noted that the promus element stent had collapsed and on angiography it appeared shortened. Also, the stented rca showed low flow and the patient's blood pressure had dropped. To complete the procedure, a non-bsc stent was placed to cover the promus element and the dissection. The collapsed stent and the dissection were successfully treated. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.